Event description:
The reporter stated that the unit infuses ten times faster than it should. States that they are also unable to download any history information from the pump. There was no known patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.